Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that following an intraocular lens (iol) implant procedure, a patient experienced decreased vision and a refractive surprise. Three months following the initial procedure, the iol was exchanged for the same lens model, but one diopter less power .

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).